Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have sensor issues and high blood glucose. Customer had woken up to blank display and the device was off. Customer had changed the battery but the device would not turn on. Customer's blood glucose was over 600 mg/dl. Customer mentioned the threshold suspend limit was set at 80 mg/dl. Customer had low blood glucose at 43 mg/dl. Customer mentioned device had alarmed power loss alarm, replace battery now alarm, and power error alarm. After troubleshooting, customer will not be returning the device for analysis.